Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance and non-capture despite high output, possibly due to fracture. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.